Event description:
This is filed to report the clip becoming detached from one leaflet requiring intervention. It was reported a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4+. An xtw clip (20602r135) was implanted in the central-medial position. In order to reduce the residual central jet, a second xt clip (11007r126) was attempted to be implanted lateral to the first clip. When attempting to grasp, the xt clip contacted the xtw clip. A strange movement was noted from the first xtw clip, and after further inspection the clip had detached from the posterior leaflet (single leaflet device attachment (slda)). The xt clip was then implanted lateral to stabilize, reducing the mr to 2+. There was no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported device damaged by another device (dislodged) appears to be related to procedural conditions. The reported incomplete coaptation associated with single leaflet device attachment (slda) was due to the reported device damaged by another device. The reported unexpected medical intervention was a result of case specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional mitraclip device is filed under a separate medwatch report number.